Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent surgical procedures on (B)(4) 2007 and (B)(6) 2010 and pinnacle and a sling were implanted. It is unknown what product was implanted in each procedure. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted concurrently with boston scientific /pinnacle product implanted and hysterectomy, due to sui. It was reported that following insertion the patient experienced infection, urinary/bowel problems, fistulae, recurrence, bleeding, dyspareunia. It was reported that the patient underwent an insertion of an unknown mesh on (B)(6) 2010. It was reported that patient underwent a posterior colporrhaphy and repair of enterocele, on (B)(6) 2010 due to chronic pelvic pain, symptomatic rectocele, symptomatic enterocele, pelvic adhesions and endometriosis. No additional information was provided.